Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device displayed a red x with periodic chirp. The customer looked in the device logs and reported fail/dx messages. There was no patient involvement.